Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. An investigation was also performed by technical support using session records in which they found that the device delivered therapies as programmed. However, the therapies did not convert the patient¿s rhythm; no device malfunction was noted.

Event description:
The patient presented to the hospital with chest pain. Defibrillation therapy was delivered; however, it was not able to convert the patients arrythmia storm. The patient received external defibrillation to terminate the arrythmia. The physician believed the device performed and designed, however the patient condition contributed to the shocks not converting to sinus rhythm. The patient is stable and will continue to be monitored.